Event description:
During a coronary drug eluting stenting treatment procedure, stent damaged occurred. The lesion being treated was a calcified and tortuous right coronary artery (rca). The physician attempted to cross through a previously placed a stent from another procedure with a taxus express2 3.0 x 12 mm drug eluting stent. However, the taxus stent was unable to reach the target lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body, the physician noticed that the distal end of the stent was deformed. The procedure was successfully completed with another taxus express2 3.0 x 12 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".